Manufacturer narrative:
With regards to this complaint, one 23 gauge shielded totalview endoillumination probe was received for investigation. Examination of the returned product revealed that, though the fiber was fixed in the inner capillary, the bonding between the two capillaries itself was not sufficient. A DHR review was performed. No anomalies were identified. In addition, a historical review of the complaint database indicates that no similar complaints have been received on the related batch. Based upon the investigation performed the root cause of the reported event could not be determined conclusively, however a human error during qc release testing can't be ruled out.

Event description:
The customer reported that the shaft of illumination probe was loose, it slided backwards and forwards. The surgeon used a new probe to complete the procedure. Patient harm did not occur.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation. Due to a lockdown in the united kingdom, the complaint article was not yet received by d.o.r.c. For investigation. The customer will send the product as soon as it is possible. D.o.r.c. Will keep monitoring the situation closely. No appropriate corrective/preventative actions can be taken until the investigation is completed. Complaint article was requested by d.o.r.c. For investigation.

Event description:
The customer reported that the shaft of illumination probe was loose, it slided backwards and forwards. The surgeon used a new probe to complete the procedure. Patient harm did not occur.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation. Due to a lockdown in the united kingdom, the complaint article was not yet received by d.o.r.c. For investigation. The customer will send the product as soon as it is possible. D.o.r.c. Will keep monitoring the situation closely. The product was not yet returned for investigation. No appropriate corrective/preventative actions can be taken until the investigation is completed. Complaint article was requested by d.o.r.c. For investigation.

Event description:
The customer reported that the shaft of illumination probe was loose, it slided backwards and forwards. The surgeon used a new probe to complete the procedure. Patient harm did not occur.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
The customer reported that the shaft of illumination probe was loose, it slid backwards and forwards. The surgeon used a new probe to complete the procedure. Patient harm did not occur.